Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all info received to date. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported event. A supplemental report will be submitted upon completion of the investigation. Ref MDR # 2937457-2013-00208.

Event description:
It was reported that a peritoneal dialysis pt was in treatment when the pt was found unresponsive. The pt was in the hosp at the time of the event. A code was initiated. The pt subsequently expired.